Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring reported rv lead episode showing noise. Lead trends appear stable. Short rv interval count trend graph shows increasing values. Advised to evaluate lead further. Lead currently remains implanted. Should additional information be received, this file will be updated.